Event description:
I had my fourth medtronic implantable defib/pacer put in (B)(6) 2018. No problems with first three. I slept most of (B)(6). On (B)(6) I was simply doing some watering. I came in and sat down on my lanai. After a few minutes the device " blasted " me. I had never felt one but I knew it had to be it because what else could it be. No symptoms at all. I sat there and a few minutes and I got blasted again. Then I knew something was wrong. I got up to walk inside and get near a phone. At the same time I reached the phone I got blasted again; well 911. In (B)(6) hospital for a week, discharged. Dr. (B)(6) called me in for follow up. He interrogated it and said device and leads checked out ok. Next month same thing. Sitting on my lanai and bam. I got up immediately and headed for phone. Bam, bam, I was on phone with 911 operator and bam. Ambulance arrived. It just kept firing. They said it went off 42 times in transport, about two miles. Grand total was 85 times. That was the only two times it fired, but, I was in and out of hospitals the rest of 2018 into 2019. They started sending me to (B)(6) general, no help. I was "hard" wired on two occasions when two dr.'s on separate occasions shut it off. As soon as it was shut off I would go into almost perfect sinus rhythm. Finally I was in hospital in (B)(6) of 2019 and told dr. (B)(6) to swap it out or shut it off. Well I heard a million times no one was going to swap it out. By the time my heart recovered from all that flawed "treatment" it was two years out of my life. The implant is still in me. Pacer shut off, defib was left on. Medtronic amplia MRI crt, model dtmb1d1. Serial # (B)(4). There is a lot more to this. I have most of records. How can a caregiver let this happen to a human being? (B)(6), medtronic's district manager knew from day one it was bad. (B)(6) even said it after I spent two hours in his office while he and another tech from medtronic interrogated it. Finally he looked up at (B)(6) and said quote " it never should have blasted " unquote. What would you do? I'm not interested in lawyering up which is what I was told to do by a lot of different hospital staff and nurses. FDA safety report ID# (B)(4).